Manufacturer narrative:
Blockage is not specifically addressed in the IFU. Inflation/deflation is addressed in the IFU. Still under investigation at this time.

Event description:
On (B)(6) 2010, an (B)(6) male pt underwent taa repair. Using another manufacturer's stent graft. After placing the stent graft, a coda balloon was advanced over another manufacturer's guidewire and inflated fine with diluted contrast media (proscope 300 mixed with 4 times) using a 30cc syringe. However, it would not deflate, which resulted in a blockage to the blood flow in the aorta for approx 5 minutes. The physician could retrieve it as it became deflated by slow degrees, (7 to 8 times aspiration using the 30cc syringe). A replacement balloon was used to complete the procedure. The pt was doing fine after the procedure.